Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 12fr amplatzer torqvue 45x45 delivery sheath. Prior to the procedure, it was noted that the patient had a small 8mm pericardial effusion via transthoracic echocardiogram. During the procedure, it became difficult to position the device due to complex patient anatomy. After the third attempt at positioning, the device was removed from the patient, and a new 22mm amplatzer amulet left atrial appendage occluder and 12fr amplatzer torqvue 45x45 delivery sheath were selected in order to deploy the device less posterior. After two attempts of positioning the device, the procedure was aborted. A transesophageal echocardiogram was done to check a pre-existing pericardial effusion, and it was discovered that it had grown from 8mm to 15mm. Protamine was administered and pericardiocentesis was performed, draining 1200ml of fluid. During the pericardiocentesis the patients blood pressure dropped briefly, and was corrected with a fluid bolus and neo-synephrine. Blood pressure returned to normal within a few minutes. The patient was reported to be stable and discharged. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of increased pericardial effusion from baseline after the attempted implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the device had to be repositioned and partially recaptured multiple times, with a second trans-septal puncturing being performed and another amulet being attempted as well, as the patient had challenging anatomy which may have contributed to the pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.